Event description:
It was reported that in the research article titled ¿cystatin c - based estimated glomerular filtration rate: a predictive metric for long-term heartmate 3 survival¿, the heartmate 3 (hm3) may be related to death. All hm3 patients implanted from feb2016 to dec2022 were studied in the single-center study. The study aimed to identify pre-implant predictors of long-term mortality in a cohort of patients with available cysc because cystatin c (cysc)- based egfr (egfrcysc) was independent from muscle mass and nutritional status and may provide a more accurate measure of kidney function. Using a stepwise selection process, potential pre-implant predictors were identified from a set of 32 variables, including serum creatinine (scr)- based estimated glomerular filtration rate (egfr) and egfrcysc. Among 192 heartmate 3 patients, death occurred in 39 (20%) patients over a median follow-up of 2 years. Egfrcysc emerged as a strong indicator of mortality in the cohort of hm3 patients.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Columbia university irving medical center. Mondellini, g., pinsino, a., hynds, m., vinogradsky, a., ladanyi, a., sayer, g., kaku, y., uriel, n., takeda, k., husain, s., mohan, s., colombo, p., & yuzefpolskaya, m. (2024). Cystatin c- based estimated glomerular filtration rate: a predictive metric for long-term heartmate 3 survival. The journal of heart and lung transplantation, 43(4), s171. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.